Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient underwent the concurrent procedure of urethral dilation during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that post implantation, the patient experienced pain, erosion, infections, and urinary/bowel disturbances. It was reported that the patient experienced bleeding and spotting with occasional clots in urine on (B)(6) 2013 and was seen in the emergency room. She had ¿problems with the mesh a year ago and has a history of urinary and bowel problems related to mesh¿. Patient experienced urinary tract infection and urinary incontinence. The patient was treated for urinary tract infection with ciprofloxacin and advised to follow up with primary care physician and urologist. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation, patient experienced pain, erosion, infections, and urinary/bowel disturbances (B)(4) - urinary/bowel disturbances. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.